Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered an appropriate shock for ventricular tachycardia (vt). The delivered shock accelerated the rhythm to ventricular fibrillation (vf). A delay in therapy for 20-30 seconds was then observed due to the large change in amplitudes, however, shock therapy was delivered and successfully converted the rhythm. Additionally, high shock impedance measurements of 135 and 138 ohms was observed with the delivered shocks. Boston scientific technical services (ts) discussed potential causes. The physician opted to continue monitoring at this time. No additional adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered an appropriate shock for ventricular tachycardia (vt). The delivered shock accelerated the rhythm to ventricular fibrillation (vf). A delay in therapy for 20-30 seconds was then observed due to the large change in amplitudes, however, shock therapy was delivered and successfully converted the rhythm. Additionally, high shock impedance measurements of 135 and 138 ohms was observed with the delivered shocks. Boston scientific technical services (ts) discussed potential causes. The physician opted to continue monitoring at this time. No additional adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please see the description for more information regarding the specific circumstances of this event.the returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered an appropriate shock for ventricular tachycardia (vt). The delivered shock accelerated the rhythm to ventricular fibrillation (vf). A delay in therapy for 20-30 seconds was then observed due to the large change in amplitudes, however, shock therapy was delivered and successfully converted the rhythm. Additionally, high shock impedance measurements of 135 and 138 ohms was observed with the delivered shocks. Boston scientific technical services (ts) discussed potential causes. The physician opted to continue monitoring at this time. No additional adverse patient effects were reported. This product remains implanted and in service. This device was placed in tr18003. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please see the description for more information regarding the specific circumstances of this event. It was reported that this s-ICD was later explanted for unrelated reasons. The product has been received for analysis. This report will be updated upon completion of analysis.